Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. Data from the reported event date of 16aug2025 in the submitted controller event log file was reviewed. At the time the log file was collected the backup battery in use was serial number (B)(6) with a manufacture date of 30may2024. The fixed speed was set to 5800 revolutions per minute (rpm) and the low-speed limit (lsl) was set to 5400 rpm. The pump maintained a speed within the expected range without issue while the driveline was connected. On (B)(6) 2025 at 09:41:54 while connected to batteries, the driveline power fault alarm was active due to a power b broken fault. The alarm resolved after the driveline was disconnected and reconnected at 10:03:39. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The modular cable, lot 10014154, was not returned for analysis. Additional information provided stated that the modular cable appeared fully intact and no equipment was exchanged. The patient reported that after disconnecting the driveline, they straightened out a kink and no further alarms occurred. The kink was a sharp twist, and there were no photos available. Per the additional information, the root cause for the reported event was due to a kink in the modular cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driveline fault occurred. The driveline was disconnected from the system controller and plugged back in. The alarm resolved at that time. The patient believed the driveline could have been kinked at the time. Once identified and straightened out, no further alarms occurred. Log files were sent for review. The event log captured driveline power faults on 16aug2025 at 09:41 and continued until the driveline was disconnected on (B)(6) 2025 at 10:03. The pump was off for around 30 seconds and then reconnected. The driveline power faults resolved after that time. The modular cable appeared fully intact, and the site would continue to monitor for future alarms. No equipment was exchanged at the time. It was additionally reported that the kink was a sharp twist, and the patient reported it on the modular cable.